Manufacturer narrative:
A customer from (B)(6) alleged false positive results for two patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Further information has been requested but not provided. The investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.the customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4).(B)(6). (B)(4)

Event description:
A customer from (B)(6) alleged false positive results for two samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. On initial testing, sample 1 generated a positive result for sars-cov-2 and influenza a and sample 2 generated a positive result for all three targets - sars-cov-2, influenza a & influenza b. Both samples generated a negative result for all targets upon retesting on a different liat analyzer. Per the FDA guidance, two mdrs will be filed, one for each alleged sample. Further information has been requested but not provided. An investigation is ongoing.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2021-01499. The instrument was returned and an investigation was performed to evaluate the customer issue. The unit shows signs of use but with no clear indication of a hardware-related cause of the claimed discrepant results. A hardware-related issue causing potential false-positive calls cannot be confirmed based on the available data and the unit inspection outcome. Additionally a reagent kit investigation was performed. The reagent kit investigation did not identify any product problem. A possible reason for the discrepant result is that viral concentration of the sample is near, at, or past the limit of detection (lod) of the assay, and wavering results between positive and negative may occur and can be expected. The sample may have also been contaminated. Root cause was not identified due to lack of reviewable data from the customer. No product problem identified. (B)(4).